Event description:
The guide did not pass until the end of the probe. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional information received 24-may-2021 indicating stylet was partially removed when advancing into the target site. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a . Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lungs . If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r . Please describe the size of the intended target site. N/a . If not with the device in question, how was the procedure performed and/or finished? With another needle . Was the device used in a tortuous position? No. . Are images of the device or procedure available? No. . Was the device damaged in packaging before removal? No. . Was the device damaged on removal from packaging? No. . Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: . What is the endoscope manufacturer and model number that was used? Olympus . Was the scope recently serviced / repaired? No. . Was resistance felt while inserting the device through the scope? No. . When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? . On advancement of the sheath . Was the syringe used during the procedure, after the stylet was removed? No. . Was difficulty experienced while retracting the needle? No. . Was it possible to fully retract before removing the needle from the patient? Yes. . Was gaining access to the target site difficult? N/a . Was the endoscope in a flexed or twisted position at any time during the procedure? Flexed . Was puncture of the target site difficult? The puncture was not performed. . Was the stylet partially removed when advancing into the target site? Yes. . How many samples were obtained with this needle? None. . Did any section of the device detach inside the patient? No. . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a . Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. . Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. . If the device is a procore, is the kink located distally at the notch / core trap? N/a

Manufacturer narrative:
510(k): k160229 complaint device is not returned therefore a document based review will be performed. Clarification was requested as follows; ¿can you please clarify what part of the device the user means when they refer to ¿guide¿? Can you please clarify what part of the device the user means when they refer to ¿probe¿?¿ reply was received as follows; ¿according to the response of our responsible consultant, the ¿guide¿ refers to the ¿stylet¿, and the ¿probe¿ refers to the ¿sheath¿. Based on the above update the complaint issue would seem to be stylet advancement issues. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1587086 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1587086. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6). A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this could have led to the distal end of the needle to kink. This kink would then have resulted in the stylet advancement issue. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.